Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic colectomy, after the first successful ligation, the user was not able to ligate the vessel as the clip which loaded in the device did not open. The same situation for the 3rd time and after. There was no patient injury.

Event description:
It was reported that during laparoscopic colectomy, after the first successful ligation, the user was not able to ligate the vessel as the clip which loaded in the device did not open. The same situation for the 3rd time and after. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73l1700007 was manufactured on 11/06/2017 a total of 288 pieces. Lot was released on 11/10/2017. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was received with a bent rotation tab. The returned sample appears used as there is biological material present on the device. Reference file pic_anp1900062345 for investigation photos. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, the first clip was unable to load correctly into the jaws of the device. Another attempt was made and the same result occurred. The device was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position in the channel of the device which prevented the clips from properly loading into the jaws. It was also found that one of the ratchet ears was broken. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Based on functional testing, the complaint issue was confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "not applying clip properly" was confirmed based upon the sample received. One device was returned. The device was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position which prevented them from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.